Event description:
It was reported that the home patient observed a leak from an unspecified location while performing peritoneal dialysis therapy. The patient had disconnected from the setup and returned and noticed fluid on the floor. There was no damage or connection issues noted by the patient that would have caused or contributed to the observed leak. The technical services representative assisted the patient in ending therapy. The patient completed therapy by starting over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the product code/lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, a supplemental report will be submitted.